Event description:
Clear fluid and blood clot were aspirated [haemarthrosis]. Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Case description: spontaneous report was received on (B)(4) 2013 from a physician via nurse regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On an unspecified date, the pt received treatment with synvisc one (hylan gf-20) injection at a dose of 06 ml, once into left knee (route of administration not provided). On unspecified dates, the pt developed left knee pain and left knee swelling. On (B)(6) 2013, the pt returned to the physician complaining of left knee pain and left knee swelling. Arthrocentesis was performed and 25 cc of 'clear fluid and a blood clot (haemarthrosis)' were aspirated from left knee. On the same day, the pt received treatment with steroid (unspecified) for all the events. At the time of report, the pt had not recovered from the events of left knee pain and left knee swelling. The outcome for the event of clear fluid and a blood clot (haemarthrosis) was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events.

Manufacturer narrative:
The quality assurance (qa) investigation summary was received on (B)(4) 2013. The production and quality control documentation for lot number u1204, expiry date 2015-07 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.